Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. A visual inspection was performed and found damage to jp1 cable latch. No other visible signs of damage or misuse were noted. Printed circuit board was installed into a known good vela test vent and system was powered into service mode. Pcb was found to be running software version 03.02.01. A review of events log found 2 recorded transducer fault events. Proceeded to perform transducer calibrations. A calibrated fluke pressure gauge and pressure syringe were used to perform calibrations. Calibrations were able to be completed successfully. Proceeded to perform exhalation valve characterization and passed. Power was then cycled, and system was started in user mode. Accepted last known user settings and allowed to ventilate for approx. 1hr. No issues were observed during operation. The reported complaint was unable to be duplicated. Pcb was installed into a known good vela test vent and calibrated according to service manual procedures. Events log verifies faults occurring, however was unable to be duplicated during evaluation. Pcb was found to function as intended. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - the suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. However, the customer placed an order and part will be shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that a transducer fault and a motor fault have occurred on the vela ventilator. There was no patient involved in this reported event.